Event description:
Patient samples was run on integra 800, recovered with a calcium result of 8.1 mg/dl. Same sample was repeated on the other integra 800 and recovered 8.8 mg/dl. Information not provided to determine if results were used to guide patient therapy. Field service representative decontaminated the analyzer and replaced reagents. Field service representative recalibrated and ran quality control materials.